Manufacturer narrative:
No patient involvement. A power supply was to the site for issue resolution. The power supply was replaced in the system and resolved the issue. The suspect power supply was received back by the manufacturer for analysis: when connected to ac only the 28vdc port had any output. All other outputs are dead due to a burnt out component on the main board. Electrical problem caused reported event. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic spine representative called to report that the stealthstation monitors were not receiving power. He powered on the system and it worked normally until he reached the spine software "verify instruments" screen. He looked away briefly then looked back. Both monitors were completely black and did not display a "no signal" message. He checked the power going to the low voltage power supply and it was firmly connected. He switched the outlet on the ups (uninterruptable power supply) for the low voltage power supply and that did not change anything. When attempting to slave video out to another monitor this still did not resolve the issue this was prior to a case. No patient present.